Event description:
It was reported that patient has been putting the infusion sites in the same spots and feels as if the site he has been using could have had scar tissue build up or irritation in the area which led to hyperglycemia with symptoms of Urinary Frequency / Polyuria on (b)(6) 2026 and taken meal is equivalent of bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545,Manufacturing Site: 3003442380.